Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and concomitant product evaluation. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed since the lot number was not provided. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100's was tested by a field service engineer. The unit was in working condition and no maintenance was required. The fse stated the user misinterpreted the color and determined the ci strips were within the acceptable color range. The assignable cause of the issue can be attributed to user error. Multiple attempts were made to obtain additional information, but were unsuccessful. However, the fse did visit the site and determined the ci strips were within an acceptable range. The user was not interpreting the results correctly. A customer letter was sent to address the color interpretation user error. The issue will continue to be tracked and trended.